Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed and fluid was observed leaking out at the plunger end of the cartridge.

Event description:
On (B)(6) 2011, the pt contacted animas and alleged that he had leaking cartridges. The pt claimed that he found insulin in the cartridge compartment of the pump when she changed out the cartridges. The pt reportedly had blood glucose (bg) levels of 456 and 344 mg/dl during the time of concern. The pt denied developing any symptoms or requiring medical intervention because of the alleged issue. This complaint is being reported due to the following conclusion: the pt claimed that he cartridges that were leaking. There is no evidence however that the alleged issue contributed to a serious injury. The pt did not have any bg readings or symptoms that meet animas' criteria for a serious injury.